Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low white blood cell (wbc), platelet (plt), and erroneously high red blood cell (rbc), hemoglobin (hgb), and hematocrit (hct) results generated by coulter act 5diff cap pierce hematology analyzer on one patient sample without instrument generated flags. The erroneous results were not reported out of the laboratory. Repeat testing on the following day on a reference instrument produced results that were considered correct. There was no death, injury or change to patient treatment as a result of this event.

Manufacturer narrative:
The sample was collected in a bd 4ml tube. Qc was run before and after the incident, and the instrument is currently performing within qc specifications. On may (B)(4) 2011, bci field service engineer (fse) replaced aperture o-rings, reagent syringe block. O-rings were replaced on the diff syringe, waste syringe, count syringe, and the rinse block assembly. The fse completed preventative maintenance (pm) on the instrument. The fse performed extended cleaning procedure, bleached the diff pathway and did the probe alignment procedure. The fse noted the sample tube mixer was over 10 years old and worn out. The fse verified the repair and the system was validated. The root cause for this event can be attributed to the hardware replaced during subsequent instrument service by the fse.